Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem was confirmed. The ccd shrink tube was observed cut, parts of the bending section were found detached and a crack in the a-rubber glue was noted. Based on similar reported complaints, the most likely cause of the reported event can be attributed to user handling or technique. The device instructions for use contains the following warning and caution statements: warning: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ caution: ¿do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.¿

Event description:
A user facility reported a leak in the rubber near the distal end of the scope. There was no patient injury or harm, associated with the problem, reported to olympus. The problem, as reported to olympus, was found during reprocessing.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. Insertion section damage due to physical stress was confirmed via investigation findings. A conclusive root cause was not determined.